Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510# number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number.

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint ¿ asr revision recommended asr xl acetabular system (right) update: received reason for revision on (B)(6) 2012. Reason(s) for revision: pain. Update: lot code for acetabular cup received 9 aug 2012.

Manufacturer narrative:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint ¿ asr revision recommended. Asr xl acetabular system (right). Update: received reason for revision on 28 may 2012. Reason(s) for revision: painupdate: lot code for acetabular cup received 9 aug 2012. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.